Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer's blood glucose level was in the range of 300 mg/dl and 400 mg/dl at the time. The customer also reported that the insulin pump had received random no delivery alarms. The customer's other blood glucose values were 210 mg/dl and 79 mg/dl. The customer was assisted in troubleshooting. She was treated with insulin pump and manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. (B)(4).